Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and external ram crc error. The customer's blood glucose value was unknown at the time of incident. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The unexpected restart alarm occurred shortly after inserting a new battery. The customer stated that she had change battery 3 times but insulin pump still alarm unexpected restart. The customer was advised to remove the current battery from the insulin pump and insert a new battery and insulin pump again alarmed. The insulin pump will be returned for analysis.